Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10 h4: the lot was manufactured between july 13, 2023 - july 15, 2023. H10: two actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The infusor samples were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The expected therapy time was 48 hours; however, after two days of infusion the elastomer still contained more than 50% of the drug (fluorouracil). The peripheral venous device attached to the patient was patent and functional. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.